Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that every time they change out the battery they received unexpected restart alarm on the insulin pump. Current blood glucose was 77 mg/dl and customer's blood glucose at 3:30 pm on (B)(6) 2014 was 47 mg/dl. Customer stated that it is not out of the ordinary that her son's blood glucose is low. Troubleshooting was done. It was found in the alarm history that there was unexpected restart, external ram crc error, low battery and finished loading alarms. Advised the customer the battery cap would be replaced. The customer was assisted to perform self test and test passed. No further information provided.